Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for movement disorders. The consumer reported that the patient saw and elective replacement indicator (eri) on their ins device. The consumer reported that the patient was told that the ins would last 5 years, and they received the eri message this morning. The consumer reported that the patient's settings are low (2.5 and 3.5) and have not changed at all. The consumer reported that the patient's healthcare provider (hcp) doesn't know why the battery is depleting so fast either. No patient symptoms were reported. Additional information received from the consumer reported that they had an appointment on (B)(6) in which they found out the battery had 2.56v left, and that the battery level has dropped 3/10 in 30 days. As a result the patient needs their implantable neurostimulator (ins) replaced quickly, and are frustrated and experiencing mental anguish/anxiety over not knowing when the ins may shut off. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.